Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead's helix failed to be retracted. The rv lead was not used and replaced during the procedure. There were no patient consequences.

Event description:
New information noted that the right ventricular (rv) lead's helix failed to be retracted after being placed in the body.